Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to gel air bubbles, poor barrier separation, poor serum were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (gel air bubbles, poor barrier separation, poor serum, rbc¿s in gel) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel air bubbles, poor barrier separation, poor serum. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor separator movement and discolored abnormal additive form and air bubbles in the gel. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: we received complain where in gel tubes had problem when they were processed in the machine due to which the blood clots were emerging & floating in the serum sample 29sep2022/pw - based on entry and additional info from task - issues being reported are: 1) poor barrier separation - red cells penetrating through gel 2) gel air bubbles - red cells are inside the gel 3) poor serum - red cells in the serum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor separator movement and discolored abnormal additive form. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: we received complain where in gel tubes had problem when they were processed in the machine due to which the blood clots were emerging & floating in the serum sample.

Manufacturer narrative:
Additional information has been received adding to the following fields. B.5. Event description: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor separator movement and discolored abnormal additive form and air bubbles in the gel. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: (B)(6) 2022/pw - based on entry and additional info from task - issues being reported are: 1) poor barrier separation - red cells penetrating through gel 2) gel air bubbles - red cells are inside the gel 3) poor serum - red cells in the serum

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor separator movement and discolored abnormal additive form and air bubbles in the gel. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: we received complain where in gel tubes had problem when they were processed in the machine due to which the blood clots were emerging & floating in the serum sample (B)(6) 2022/pw - based on entry and additional info from task - issues being reported are: 1) poor barrier separation - red cells penetrating through gel 2) gel air bubbles - red cells are inside the gel 3) poor serum - red cells in the serum